Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Any additional information regarding this event can be found in regulatory rep # 1723170-2023-02640.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a 3mm inaccuracy to the right immediately after the spin with the tactile awl. When the same anatomical landmark was checked with an instrument tracker with an awl sharp, it was accurate. The tactile awl was verified at the start of the case. The same spineair frame was then attached to the patient and used for the spin. They reverified the tactile awl and navigated to the same spot and were accurate. The manufacturer representative (rep) was unsure of what divot was used originally and what one was used during the case. It was noted that the rep would test and clarify. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that the tactile awl probe was originally inaccurate, but other instruments were not inaccurate. Therefore, the manufacturer representative (rep) knew that this was an instrument issue and not a log issue. The way that the tactile probes works is that they have a calibration verification and when they reverified the instrument, it was then accurate. That would indicate that the tactile probe was not the issue, but potentially the issue with the divot of the reference frame. That was why they were trying to verify which divot was used when they originally verified versus which was used when they verified the second time.